Event description:
It was reported to philips that the paddles were found to be defective during routing testing. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles were found to be defective during routine testing. The device logs were evaluated remotely by the philips fse. Based on the results of the analysis, it was determined that the product malfunctioned and the cause of the reported problem was due to defective paddles. The customer was provided with a quote for repair, however, the quote was not accepted by the customer. No repair work was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.